Manufacturer narrative:
The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. The test strips were tested using glycolyzed blood. Investigation test results: glucose test results = 108, 115, and 109 (in mg/dl). All results with the returned strips produced acceptable results and no strip defects were observed. During testing, the bottom of the vial was scanned to obtain lot number, vial, and roll number information. The lot number reported is the last 4 digits of the manufacturing lot. The vial integrity of the returned vial was tested and was within specifications. There is evidence to support that the returned product was appropriately sealed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were received for investigation. The customer performed qc on meter a on (B)(6) 2023 at 1:05 a.m. With acceptable results. The customer performed a linearity test on meter a on (B)(6) 2023 with acceptable results. The customer performed qc on meter b on (B)(6) 2023 at 2:00 a.m. With acceptable results. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of questionable glucose results from one patient tested with an accu-chek inform ii meter (meter a with serial number (B)(6)). The results were compared with another accu-chek inform ii meter (meter b with serial number (B)(6)). The initial result from meter a at 12:18 a.m. Was 61 mg/dl. The repeat result from meter a at 12:31 a.m. Was 31 mg/dl. The repeat result from meter a at 12:34 a.m. Was 50 mg/dl. The result from meter a at 12:51 a.m. Was 18 mg/dl. The result from meter b at 12:54 a.m. Was 78 mg/dl. This result was deemed correct as the patient's glucose had been generally between 78-88 mg/dl and had never been critical. The result from meter b at 1:15 a.m. Was 119 mg/dl. The result of a venous sample collected at 5:30 a.m. And resulted at 6:56 a.m. Was 76 mg/ml. The reporter stated that they believe that meter b is the accurate meter as the laboratory result compared well. The result from meter b at 5:59 a.m. Was 76 mg/dl. The result from meter b at 12:00 p.m. Was 91 mg/dl.